Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The physician stated the patient showed signs of lower limb ischemia. To deliver blood flow to lower limbs a sheath was inserted into the left femoral artery (fa) and right femoral vein (fv) with volume being inserted due to volume loss. The right fa was bypassed from the left fa into the lower extremities. The patient¿s limbs exacerbated, and amputation of both limbs was performed 15cm from the knee. The physician indicated there was no issue with the puncture site. The distal end of the sheath was located at the third branch from the superficial femoral artery. The patient's blood vessels were also initially weak and became further blocked when the sheath was inserted.

Manufacturer narrative:
The impella cp was returned. No issues were found with the gwru body and its od was measured to be within specification. The root cause of the leg ischemia was most likely the patient's pre-existing condition of narrow vasculature, but was exacerbated by improper access technique. Furthermore, the root cause of the cerebral infarction was unable to be determined. Data logs do not pertain to the reported event. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.